Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a burned and charred actuator board. A pinched wire on the acid pump caused the actuator board to short circuit and sustain burn damage. The burned board was noticed during machine repair after the machine was initially pulled from service for a low flow error. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 32,745 hours. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned actuator board. The biomed replaced the actuator board and the acid pump, which resolved the burn damage and addressed the initial flow error. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The actuator board and acid pump were discarded by the biomed and are not available to be returned to the manufacturer for physical evaluation.